Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. The device history record for lot 20130525 was reviewed and the product was produced according to product specifications. All information reasonably known as of 05 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, on (B)(6) 2026 the ambit pump delivered 12.4 milliliters for the first bolus, which was higher than expected. The patient was not injured, no medical treatment was required, and a replacement pump was provided before discharge. The affected pump was removed from use and retained at the surgery center for return and evaluation. When the problem was noticed, the device was in use for initial therapy.